Event description:
Reporter alleged obtaining a discrepant back to back blood glucose results of 281 mg/dl, 403 mg/dl and 187 mg/dl when all tests were performed within 10 minutes on the aviva sys. No actions were reported taken or treatment received. No adverse event reported. Reporter stated controls were run 2 weeks prior when the strips were opened and they came within range. A request was made for the return of the suspect device and replacement prod was sent.